Event description:
It was reported that the rv unipolar lead impedance was 435 ohms and the bipolar lead impedance was 302 ohms. It was later reported that the lead impedance had decreased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv unipolar lead impedance was 435 ohms and the bipolar lead impedance was 302 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the inner insulation had breached metal inducted oxidation (mio). It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner insulation had cosmetic mio, all insulators were breached cut, there was blood in/on the helix mechanism, and the helix was disengaged from the helical channel.